Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown product type programmer, patient product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6)2025- product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, additional information was received from a manufacturer representative (rep). It was reported the patient told their healthcare professional (hcp) that they were not getting the same relief from the therapy. A dye study was completed by the hcp and the catheter was said to be fractured. The hcp recommended replacement of catheter and prophylactic replacement of pump. The catheter and pump were both replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Analysis identified a hole in the catheter body. Analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2023-10-05, information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for malignant pain. It was reported that the patient complained they were not getting the relief from the pump that they were getting before. It was reported the patient took a trip to hawaii about a month or so ago and around that time felt like the pump was not helping with their pain as much. The rep stated they discussed with the hcp and they would like to rule out other causes before doing a dye study. Technical services (ts) reviewed option of programming a single bolus to see how patient responds. It was reviewed that they should verify there had not been any volume discrepancies at refills. It was also discussed to make sure the hcp was monitoring for any possible inflammatory mass and advised caller to discuss with patient if they have had any changes or increases in activity levels that may be contributing. The issue was not resolved through troubleshooting. It was also reported that the patient mentioned longer lockouts than usual. Ts advised that rep educate patient on how to find lockout info on the personal therapy manager (ptm) screen. On 2023-10-09, additional information was received from the manufacturer representative (rep). It was reported that the cause of the patient not getting as much relief was unknown. The rep asked if the patient had been increasing activity that could be causing pain. The healthcare provider (hcp) increased the boluses and recently talked about change to concentration. The issue was not resolved and the patient was still complaining of inadequate relief. On 2024-04-09, additional information received from the patient indicated that the patient had a "few issues" since they got the pump. The patient felt like they were overdosing because "it feels like they are getting multiple boluses at once, like a kink in the hose". The patient also stated that, when they had a refill, it took "a few days to feel anything" and was told that it takes "a while for the medication to get through the lines". It was also reported that, on 2024-04-08, the patient got a bolus that was equal to "3 or 4 times" their normal bolus and it took them "off my feet" and they were "completely messed up". Per the patient, they had "never been like that, even after surgery". Sometimes, the patient could not get out of their chair some days. This had happened multiple times in the past and they had reported it to their doctor and manufacturer representative (rep). The patient's boluses appeared to go through according to their personal therapy manager (ptm), but they don't "feel them". The patient also mentioned that their doctor had done a catheter dye study and did not find any issues and when they interrogated the pump, they also had not found any issues. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product: type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, ubd: 2021-10-29 UDI#: (B)(4). Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that it was determined that their catheter was cracked. The patient was trying to find a physician to do the replacement procedure for the catheter and pump since their doctor retired. Patient services reviewed information, sent healthcare provider (hcp) listings and emailed manufacturer field staff. Patient services reviewed the manufacturer's role and provided the national answering service (nas) phone number to provide for their clinic.